Event description:
Inflammatory condition [joint inflammation] ([knee swelling], [knee effusion], [synovial fluid analysis abnormal], [polymerase chain reaction positive], [synovial fluid glucose present]). Cocco gram positive found in bacterioscopy [bacteria body fluid identified]. Case narrative: initial information received on 08-jun-2019 regarding an unsolicited valid serious case from a physician from (B)(6). This case involves an unknown age male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after 10 days experienced inflammatory condition and cocco gram positive found in bacterioscopy. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, lot number: unk) for osteoarthritis. Information on batch number was requested. It was stated that product was indicated by specialist. On an unknown date in (B)(6) 2019, ten days after receiving suspect medication, patient experienced swelling in the knee region. The reporter stated that it formed a bulky joint effusion in the knee and, due to this, he had to perform a liquid puncture and sent it for examination. This event was leading to intervention. The following results were provided (test date and units were not specified): vhc test: 142 (high); polymerase chain reaction (pcr): 96, uric acid: normal, blood test: normal leukocytes, synovial fluid analysis: coco gram positive in bacterioscopy. It was also stated that physician was awaiting the culture test but he informed that the laboratory employees supposed that it would not grow. Additionally, from (B)(6), the liquid was redone and due to this, physician performed the glucose test, which was 48 and ldh test, which as 996 (units and test dates not reported), so he supposed it was an inflammatory condition. He prescribed an unspecified anti-inflammatory and recommended patient to rest. It was not stated if physician agreed with further contact. No further information was provided. Final diagnosis was inflammatory condition. Patient received an unspecified anti-inflammatory and liquid puncture as treatment for inflammatory condition. The patient outcome is reported as unknown for both events.

Event description:
Inflammatory condition [joint inflammation] ([knee swelling], [knee effusion], [synovial fluid analysis abnormal], [polymerase chain reaction positive], [synovial fluid glucose present]) cocco gram positive found in bacterioscopy [bacteria body fluid identified] case narrative: initial information received on 08-jun-2019 regarding an unsolicited valid serious case from a physician from brazil. This case involves an unknown age male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after 10 days experienced inflammatory condition and cocco gram positive found in bacterioscopy (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency: unk) (batch: 8rsl027; expiration: mar-2021) for osteoarthritis. It was stated that product was indicated by specialist. On an unknown date in (B)(6) 2019, ten days after receiving suspect medication, patient experienced swelling in the knee region. The reporter stated that it formed a bulky joint effusion in the knee and, due to this, he had to perform a liquid puncture and sent it for examination. This event was leading to intervention. The following results were provided (test date and units were not specified): vhc test: 142 (high); polymerase chain reaction (pcr): 96, uric acid: normal, blood test: normal leukocytes, synovial fluid analysis: coco gram positive in bacterioscopy. It was also stated that physician was awaiting the culture test but he informed that the laboratory employees supposed that it would not grow. Additionally, from (B)(6) 2019 to (B)(6) 2019, the liquid was redone and due to this, physician performed the glucose test, which was 48 and ldh test, which as 996 (units and test dates not reported), so he supposed it was an inflammatory condition. He prescribed an unspecified anti-inflammatory and recommended patient to rest. It was not stated if physician agreed with further contact. No further information was provided. Final diagnosis was inflammatory condition and cocco gram positive found in bacterioscopy. Patient received an unspecified anti-inflammatory and liquid puncture as treatment for inflammatory condition; not reported for cocco gram positive found in bacterioscopy outcome: unknown for both events. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: 8rsl027 global ptc number:(B)(4). The production and quality control documentation for lot # 8rsl027 expiration date (2021-03) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl027 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there are 7 complaints on file for lot# 8rsl027 and all related sub-lots. 4 complaints were on file for lot# 8rsl027a: (3) syringe tip breakage and (1) adverse event report. 3 complaints are on file for lot# 8rsl027: (2) adverse events and (1) syringe tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 31-jul-2019. Suspect product batch number updated. Investigation summary received and ptc results added. Text amended accordingly.